Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. Primary audible background test and auxiliary control unit (acu) watchdog as sympathy alarm found in pump event history log. During functional testing using the infusion and occlusion test, the reported issue of primary audible alarm background test was unable to be duplicated. The root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
Information was received indicating that this smiths medical medfusion 3500 exhibited system failure primary audible alarm. No patient injury reported.